Manufacturer narrative:
P-cap locked properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thus. No stuck key alarms present in pump download history. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that alarms were absent on or around event date. No alarms during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Force sensor zero offset within spec(22.6mv). The electronic assemblies were inspected, and no anomalies noted. Unit received with serial number label damage ( stained), battery tube threads - cracked, cracked case (battery tube), cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. In conclusion customer concerns were not confirmed. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Unit functioning properly. All buttons functioned properly during test. No keypad anomaly noted. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly, rewind anomaly, prime/fill anomaly, and a crack near reservoir compartment. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.